Event description:
Information was received indicating that both cadd legacy, mdl 6400, pumps were alarming high pressure. It was reported that troubleshooting was unsuccessful. Per reporter the end user went to the hospital as she experienced extreme nervousness and anxiety from the incident. It was also reported the end user was able to switch to another cassette to complete the therapy. Remodulin 1mg/ml united therapeutics. Dose; 80 ng/kg/min intravenous continuous 06/2017 to current. Ndc# c0002422953. Pulmonary arterial hypertension (pah).